Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) states the central control monitor (ccm) went to end case by itself. The device was not changed out, as the customer rebooted the system and it ran fine through the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported issue. The fsr replaced the central control monitor (ccm) with a loaner ccm and returned the suspect mccm to the manufacturer for further evaluation.